Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow button was sticking when pressed and there was a delayed response when the ok button was pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. Evaluation revealed that there was contamination under all of the keypad contacts.